Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned and analyzed. The returned device analysis concluded revealed that the core was severed at a position about 10 mm from the tip and the coil was severely stretched starting from the point at about 38mm from the distal end in the distal direction. It was confirmed that the core fragment was enclosed by the stretched distal coil tip.

Event description:
It was reported that removal difficulties were encountered resulting in a guidewire detachment. The target lesion was located in the distal left anterior descending artery. After a 190cm, samurai straight-tip guidewire was used with a 2.0x15 balloon catheter that was inflated once, a 2.0 x 15 non-bsc stent was placed. Following stent deployment, the delivery balloon was pulled back together with the guidewire. However, the guidewire would not move. The guidewire was tugged several times before it was released. When it was removed, it was noted that the guidewire was separated. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient did well. It was further reported that the wire did not appear to be detached but only stretched.

Event description:
It was reported that removal difficulties were encountered resulting in a guidewire detachment. The target lesion was located in the distal left anterior descending artery. After a 190cm, samurai straight-tip guidewire was used with a 2.0x15 balloon catheter that was inflated once, a 2.0 x 15 non-bsc stent was placed. Following stent deployment, the delivery balloon was pulled back together with the guidewire. However, the guidewire would not move. The guidewire was tugged several times before it was released. When it was removed, it was noted that the guidewire was separated. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient did well. It was further reported that the wire did not appear to be detached but only stretched.